Manufacturer narrative:
Initial reporter full name reported as: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient, the iab was difficult to insert through the sheath. The iab was replaced. There was no reported injury to the patient. This report is for the first iab used.